Event description:
A report was received that the patient was not able to recharge the battery due to electrocautery disturbance that was used in a recent nondevice related procedure. The patient will undergo an ipg replacement procedure. Also, the patient will have a lead revision including replacement for an unknown. Monopolar electrocautery was a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was not able to recharge the battery due to electrocautery disturbance that was used in a recent nondevice related procedure. The patient will undergo an ipg replacement procedure. Also, the patient will have a lead revision including replacement for an unknown. Monopolar electrocautery was a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was also reported that the leads were replaced per physician's discretion. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.